Event description:
The dealer called today stating the left lever on the legrest support assembly is broken off. She is not sure how it happened or exactly where it broke off at.

Manufacturer narrative:
.